Manufacturer narrative:
Product implicated and returned for evaluation is a port w/attachable 8fr catheter. The sample appears to be complete. The catheter is connected to the port with the cath-lock. However, the cath-lock has been placed backwards on the stem, with its strain relief toward the port. The proximal end of the catheter is compressed against the port base and flared out over the stem shoulder. There is blood residue under the cath-lock. The port base is scratched around one of the sutures holes in the base perimeter. There are several needle stick marks visible in the port septum. The port reservoir appears to be clear. A history review of lot# 36fh1783 indicates no related mfg issues, and no other field complaints concerning subcutaneous leakage reported for this lot. The initial eval and decomtamination shows that the sample was patent to flushing as blood residue was flushed from the port/catheter. The lumen flushes readily and aspirates normally. With the distal tip of the catheter occluded with the fingers, the lumen is pressurized until the port septum and catheter tubing bulge. Pressure is sustained for at least 5 seconds and no leaks are found. The complaint of subcutaneous catheter leakage is unconfirmed. Although the catheter appears to have been incorrectly connected to the port (the cath-lock is backwards), no evidence of leakage is seen on the sample during this eval. A fibrin sheath can form on the tip of the catheter which can cause the flow of infusate to be directed back toward the port. This will appear as a leak under x-ray. This risk is discussed in the instructions for use, along with instructions for proper port/catheter connection.

Event description:
Port/catheter leaked 1" from proximal end about one month after placement. No tissue damage was noted. The port was removed and replaced.